Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be placed in a transgastric position to treat a pancreatic cyst during an endoscopic ultrasound (eus) with cystgastrostomy procedure performed on (B)(6) 2018. Reportedly, the implantation site was examined with eus doppler prior to stent deployment. According to the complainant, during the procedure, the physician was using the alternative method of deployment where the proximal flange of the stent is fully-deployed in the scope, and the stent is then released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. Reportedly, after the second flange was deployed and prior to advancing the catheter and retracting the scope 1-to-1, the physician was unable to visualize the stent due to procedural circumstances. The catheter was withdrawn into the scope, which pulled the stent out of the intended location and into the scope. The catheter and stent were then pulled through the scope, became stuck in the working channel and the distal tip and part of the inner shaft broke off and detached. The catheter and stent were unable to be removed from the scope. The scope was removed from the patient with the catheter and stent stuck inside and a second scope and hot axios stent were used to complete the procedure. Reportedly, the patient began bleeding due to the premature removal of the stent, and the bleeding resolved on its own. The patient was kept overnight as a precaution, and a follow-up esophagogastroduodenoscopy (egd) procedure was performed on (B)(6) 2018 to ensure that there was no further bleeding.